Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they reservoir had leaking on reservoir barrel. The customer's blood glucose was unknown. Customer stated that the blood on site. The customer troubleshooting was performed for leak reservoir. The reservoir will be returned for analysis.

Manufacturer narrative:
Evaluated 1 open or used reservoir and transfer guard, performed pre-fill reservoir test per (B)(4). Found transfer guard needle loose. Unable to performed pre-fill test. Also using a new lab transfer guard performed pre-fill reservoir test per (B)(4) and (B)(4). Found reservoir no leakage anomaly when removing the plunger, performed manual test per (B)(4) appendix g and found plunger easy to release from stopper-plunger.